Event description:
I have been using avaira aquaform comfort science and when I first started using these contacts, they have been giving me problems for the last couple of months that I thought were normal. But, just recently on the (B)(6), I received recall notices about my contacts. But, since my lot number is not right they don't fit the recall. I have the same problems with my contacts as the recalled ones. I have been getting blurry vision that impairs me to do my schoolwork easily, see where I am going, and causes my eyes to become very irritated. My eyes feel like they are being poked and then my eyes get watery then return to the blurry state. Dates of use: (B)(6) 2011.